Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. A visual inspection was performed with the naked eye and no physical damage was evidenced. Functional testing was performed which included testing the temperature of the heater and the results were successful. A short simulated therapy was successfully performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater pan on a homechoice was too hot. There was no patient injury or medical intervention associated with this event. No additional information is available.